Event description:
It was reported that a patient underwent an ablation procedure with a smartablate¿ irrigation tubing set and there was a white powder inside the tubing and bubbles that would not clear with flushing. The bubbles did not disappear after careful priming. There also was white powder that could be visually confirmed was confirmed in the tube. The issue was resolved by changing the tubing set to another one. The procedure was completed without patient's consequence. The bubbles did not disappear issue was assessed as a not MDR reportable microbubble material issue. Bubbles that cannot be flushed would lead to procedural delay/customer annoyance since the user will need to change the tubing prior to continuing the procedure. The risk to the patient was remote. The reported white powder in the tube was assessed as a MDR reportable foreign material inside the tubing issue.

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation on 04-mar-2020. The device evaluation was completed on 25-mar-2022. The returned tubing was inspected, and no visible damage was found. Irrigation test was performed, microbubbles were found in the tubing after flushing. These bubbles did not move during analysis. Alarm was not activated. "The white powder" was just haze that went away with flushing. The complaint was confirmed. A manufacturing record evaluation was performed and no internal action was found during the review. Please note: an internal corrective action has been open for the issue of miscoding of events. (B)(4).